Event description:
It was reported that the device alarms constantly. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to a previous repair. Visual inspection found missing tamper seal. There was evidence of the reported problem in the event history log. The reported problem was duplicated. Device alarmed consistently and with error code when powered on with batteries. The investigation found that the error was due to user interface that never came out of reset. For corrective action it was recommended that the error code be cleared and preventive measures performed. The root cause of the reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.